Event description:
It was reported that during a procedure the end of the collet fell and the ball bearing fell off into the pt. The items were retrieved. Attempts to collect additional info from the account have been unsuccessful. The account could only confirm that there were no adverse consequences.

Manufacturer narrative:
The device was returned to the MFR and it was found that the press between the collet sleeve and ball carrier failed allowing the collet sleeve to fall off and the three balls to fall out. This record will be updated if the quality investigation results require.